Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment difficulties, catheter removal difficulty, and device breakage occurred. The target lesion was located in the femoropopliteal axis. A non-bsc introducer sheath was placed. After a stiff guidewire was advanced to cross the lesion, predilation was performed with a 4mm diameter mustang balloon catheter. Subsequently, a 6x200x75 innova¿ stent was advanced to treat the lesion. During deployment while pulling the pull grip the stent became stuck in the introducer sheath. The physician had to pull hard on the delivery catheter to force it when the sheath detached and the stent broke. The broken stent remained implanted and was dilated with a mustang balloon catheter and the procedure was completed by covering the femoropopliteal axis and the broken innova stent with two 6x100mm non-bsc stents. No patient complications were reported and the patient's status was ok and was in a satisfactory condition. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Returned product consisted of an innova stent delivery system (sds) with stent and a non-bsc introducer sheath. The innova device and handle were received in pieces and disassembled. The inner shaft was detached at the end of the pull lever/rack. The stent was received partially deployed, fractured and damaged. The handle was received opened and disassembled when received. During analysis the handle components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties, catheter removal difficulty, and device breakage occurred. The target lesion was located in the femoropopliteal axis. A non-bsc introducer sheath was placed. After a stiff guidewire was advanced to cross the lesion, predilation was performed with a 4mm diameter mustang balloon catheter. Subsequently, a 6x200x75 innova stent was advanced to treat the lesion. During deployment while pulling the pull grip the stent became stuck in the introducer sheath. The physician had to pull hard on the delivery catheter to force it when the sheath detached and the stent broke. The broken stent remained implanted and was dilated with a mustang balloon catheter and the procedure was completed by covering the femoropopliteal axis and the broken innova stent with two 6x100mm non-bsc stents. No patient complications were reported and the patient's status was ok and was in a satisfactory condition. This product is only ous approved but is similar to an approved us device.